Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * capsular contracture: unable to observe as it is not related to the manufacturing process. * rupture: observed two openings assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.3. D.9., g.1., h.2., h.3., h.6.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device has been explanted and replaced with another manufacturers device.